Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Customer was guided by cts through the cartridge fill and load process, instructed to replace tubing, and successfully completed the load process, allowing them to resume insulin delivery.